Event description:
Healthcare professional additionally reported "leak when strap was lifted up," hole in valve, and hole on valve side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6b; h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed delamination of diaphragm valve assessed as adhesive failure. ¿ plug strap separated: no observed. As per the investigation procedure, crease, was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation." Healthcare professional additionally reported leak when strap was lifted up, hole in valve, and hole on valve side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right-side. Device remains implanted.